Event description:
Customer reportedly received several discrepant results within 10 minutes on the advantage system. Test results were 249 mg/dl and 120 mg/dl; 42 mg/dl and 148 mg/dl; 148 mg/dl and 56 mg/dl; 56 mg/dl and 327 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.